Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the pin broke off and missing. Omsc concluded that since the flushing air flow from aer to the channels was not provided due to the broken pin, the reprocessing solution remained within the channel and ran out when removing the endoscope. The connecting tube was delivered to the facility on (B)(6) 2010. There was no irregularity in the manufacturing record during the period when the subject device lot was supposed to be manufactured. Based on the similar case, the pin likely broke due to degradation and excessive force during use. The device instruction manual indicates in its "preparation and inspection" that "visually inspect the pin of the connecting tube to ensure that there are no bends or breaks." This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the volume of fluids, which dropped from endoscopes when the staff remove the endoscopes from an automated endoscope reprocessor (aer) after reprocessing, seemed to increase than usual. An olympus field service engineer (fs) visited to the facility for inspection of the aer. The fs found the reprocessing solution did not run out from one of the two connecting tube since the pin within its connector was broken. According to the information from the facility staff, the pin possibly broke in (B)(6) 2015. The facility reportedly is picking up the subject patient and considering the treatment. At present, there was no patient injury report related to the event.